Event description:
It was reported that a bridge bolus was incorrectly performed. The healthcare provider (hcp) programmed a bridge bolus but did not change the concentration. The old concentration was 500mcg and the new concentration was to be 2000mcg. The amount of the bolus, as programmed, was 225mcg over duration of 24 hours and 33 minutes. The pump tubing and catheter volume were 0.54ml. Troubleshooting was performed and it was determined that the reason for that volume was that the hcp did not program the new concentration initially and the old concentration was not accurate. Therefore, the pump tubing and catheter volume were not correct. It was recommended to the hcp to program the pump back to the original concentration and cancel the current bolus and then update the pump again with the correct new concentration and bridge bolus. No patient symptoms were reported. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).